Event description:
When the surgeon was tightening the screw in the cervical plate it was seating too far below the bushing, unlike the other 3 screws. He decided to back but the screw and put in a shorter 12mm screw nowever the bushing came out with the screw, so he replaced the plate. There was no adverse pt consquence.